Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The day after the onset, the patient was hospitalized for the peritonitis. The cause and treatment of the peritonitis were unknown. Four days after the hospitalization, the patient was expected to be discharged. On an unreported date, the patient recovered from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.